Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was alleged that the infusion device did not deliver insulin and the patient was hospitalized for hyperglycemia. The reporter alleged the infusion device did not provide an alert or error message. The patient's blood glucose level was 30.0 mmol/l at 3:00 a.m. The patient was having symptoms of heart pain, vomiting, and high blood pressure. At 5:00 a.m., the patient's blood glucose result was 27.4 mmol/l on the hospital's meter. The patient was administered insulin and saline solution via perfusor. It is unknown how long the patient was in the hospital. The infusion device was requested to be returned for product evaluation.